Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided repairs information, the device powered on battery power only which partially confirms the reported event. However no external physical damage could be found that would explain the dysfunction of the device. As per technical manual the power supply board was replaced and sent back to brézins for further investigation. Visual inspection of the board found that the main connector was broken probably linked to usability. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "customer reported intermittent power connection; replaced power cord with no change. Found cold solder joint on power board, removed old solder and re-soldered - no change in intermittent power connection." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.